Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that "it seems to have charged but not working". The patient does not have an ins replacement planned or scheduled yet. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient was looking to get the ins replaced. The patient stated that they thought this was due to normal battery depletion and that their ins did not want to hold a charge anymore so they stopped using it. No patient complications were reported.